Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed. Logs confirmed the error 22020 but was not replicated in-house. Unit was tested on an in-house system and passed normal mode. Unit recognized and passed the following instrument test: large needle driver, fenestrated bipolar forceps, camera, and stapler 45. Unit was tested on pftp and it passed all test. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The field service engineer (fse) found multiple 22020 errors and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation or if additional information it obtained.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, a nurse called during an ongoing surgery that arm 4 was sometimes signaling yellow, or the instrument tip could not be moved properly. The nurse stated the same problem had occurred in the morning. The technical support engineer (tse) did not see errors in the logs pointing to a problem with universal surgical manipulator (usm) 4 but found errors 1169 and 31009 pointing to cannula/instrument sensors on usm 4 during the morning surgery. Both in the morning and the current surgery, the or staff reseated the sterile adapter (sa), used different instruments on arm 4 and power cycled the system which did not solve the problem. When the instrument from arm 4 was installed on another arm, there were no problems. After, the tse advised the nurse to check the instrument/sa sensing pins and pogo pins. The nurse stated that this was not possible during the ongoing surgery but would check after surgery and would call back if needed. The tse suggested the nurse push the emergency stop and perform a fault override; however, would be completed when possible. The nurse indicated they were not 100% confident with the system and that it could be used for surgery, but it is not easy/optimum. The procedure was completed as planned with no reported injury.